Event description:
Supplement report being submitted due to the completion of investigation on 19-jun-2023.

Manufacturer narrative:
PMA 510k#: k210476. Device evaluation: the device evaluation could not be completed as the devices or photographic evidence of the devices were not returned for evaluation. Reference "chen 2022.¿ complaint files (B)(4)(emdr 3001845648-2023-00189) and (B)(4) (emdr 3001845648-2023-00191) were opened as a result of this paper. Complaint file (B)(4) was opened for bleeding. Complaint file (B)(4) was opened for user error ¿ west (wet suction technique). This file (B)(4) was opened to investigate 1 case of bleeding after the first eus-fna pass with sst and was managed with metal clips successfully. Manufacturing records: prior to distribution, all echo-hd-22-ebus-o and echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: as per the instructions for use, ifu0051 and ifu0060 bleeding under hemorrhage is a known adverse event which informs the user about the potential adverse events "associated with bronchial endoscopy and gastrointestinal endoscopy include, but are not limited to: allergic reaction to medication, allergic reaction to nickel, aspiration, cardiac arrhythmia or arrest, damage to blood vessels, death, discomfort, fever, hemorrhage, hypotension, infection, inflammation, nerve damage, pain, perforation, pneumoperitoneum, respiratory depression or arrest, sepsis, septicemia/bacteremia and tumor seeding¿ image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. However, there was no evidence of a failure reported associated with the actual device. Bleeding can be covered by ¿hemorrhage¿ as a known potential adverse event. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, one patient with a pancreatic lesion in the uncinate process experienced pulsatile bleeding after the first eus-fna pass with sst and was managed with metal clips successfully. Complaints of this nature will continue to be monitored for similar events.

Event description:
Chen, 2022 ¿ comparison of specimen quality among the standard suction, slow pull and wet suction technique for eus-fna: a multicenter, prospective, randomized controlled trial the eus exam was performed before fna in each case to locate the lesion. Once targeting the lesion, a total of 3 needle passes were performed according to the randomization sequence. Macroscopic on-site evaluation (mose)[22] was used to assess on-site specimen adequacy. Each specimen was examined by mose no matter which technique it was to determine whether extra passes were needed. Additional passes were added if the endosonographer considered all three specimens inadequate. For the sst, after the needle was advanced into the lesion, the stylet was removed, and a 10-ml syringe was attached in a ¿locked¿ position to the needle with maximal suction. Once the lesion was punctured, suction was applied. The slow-pull technique (spt) required the assisting nurse to withdraw the stylet slowly and continuously throughout the fna process once the needle was advanced into the lesion. For the wet suction technique (west), the stylet was removed before the puncture. The needle was then flushed with 5-ml saline solution to replace the column of air. A 10 ml syringe with maximal suction was applied after the needle punctured into the lesion.with each technique, every pass required approximately 20-30 back and forth movements of the needle (1/298, 0.3%) only one patient (1/298, 0.3%) with a pancreatic lesion in the uncinate process experienced pulsatile bleeding after the first eus-fna pass with sst and was managed with metal clips successfully. The following two passes were suspended due to the risk of re-bleeding. Eus-fna specimen and follow-up result confirmed the lesion was chronic pancreatitis sst and was managed with metal clips successfully require intervention/additional procedures s=3.

Manufacturer narrative:
PMA 510k # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.